Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing resulting in an inappropriate shock while sleeping. Per the physician, the artifact was not reproducible in the clinic. Technical services (ts) reviewed noting the s-ICD was in primary vector and suggested checking secondary. This electrode remains in service. No adverse patient effects were reported.